Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusions, occlusion, prime and no delivery tests. Pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 598 mg/dl. The customer was treated for high blood glucose with pump and backup plan. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was performed the high pressure test and it passed. Customer refused and demanded a pump replacement. Customer was transferred for assistance.